Event description:
It was reported that a patient had her pump refilled (B)(6) 2011. The patient's medication concentration changed, but hcp had not realized the patient got over 400 mcg of baclofen. On (B)(6) 2011, the patient was in the hcp's office with low blood pressure and "being loose." The hcp stated they were going to turn down the patient's daily dose. The treatment plan for this patient was that the hcp would talk with the physician; a bridge bolus might be given to patient; she did not change concentrations on (B)(6) 2011.

Manufacturer narrative:
(B)(4).